Manufacturer narrative:
It was reported that a right hip revision surgery was performed. During the revision, the bhr resurfacing cup and bhr resurfacing head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the head. However, as bhr systems of this size are no longer sold, no action is to be taken. A review of the historical complaint data for the cup and head was performed using related reported failures and the part number for the prior 12 months as of the complaint aware date. No other similar complaints have been identified for the cup and head. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. The available medical documents were reviewed. The clinical information provided, of high metal levels, pseudotumor and erosion of the femoral neck may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
*Us legal mdl* it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff¿s right hip on (B)(6) 2009, the plaintiff experienced symptoms consistent with metallosis, severe pain, failure of resurfacing implants, stiffness, loss of mobility and pseudotumor formation. A revision surgery was performed on (B)(6) 2018 to treat this adverse event. During the revision surgery a large amount of liquid was found on the joint, as well as a large pseudotumor. The femoral neck and head presented erosion and the tissue around the cup had a large amount of granulomatous tissue. The cup and the head were both explanted. The plaintiff¿s outcome is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
Us legal mdl. It was reported that, after a bhr resurfacing construct had been implanted on the plaintiff¿s right hip on (B)(6) 2009, the plaintiff experienced symptoms consistent with metallosis, severe pain, failure of resurfacing implants, stiffness, loss of mobility and pseudotumor formation. A revision surgery was performed on (B)(6) 2018 to treat this adverse event. The plaintiff¿s outcome is unknown.